Manufacturer narrative:
(B)(4).

Event description:
During routine follow-up post recent lead reposition ((B)(4)), the patient's atrial lead dislodged for a second time. Elevated thresholds and change in impedance were noted. The lead was explanted and replaced successfully.